Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous left circumflex (lcx) artery. A 2.25mm x 12mm emerge balloon catheter together with a non-bsc balloon catheter was used for a kissing balloon technique (kbt). Resistance was felt during insertion of the device. The 1st and 2nd inflation were performed at 12 atmospheres. Upon the 3rd inflation at 12 atmospheres, the balloon ruptured. The device was then removed completely from the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall at the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies and no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous left circumflex (lcx) artery. A 2.25mm x 12mm emerge¿ balloon catheter together with a non-bsc balloon catheter was used for a kissing balloon technique (kbt). Resistance was felt during insertion of the device. The 1st and 2nd inflation were performed at 12 atmospheres. Upon the 3rd inflation at 12 atmospheres, the balloon ruptured. The device was then removed completely from the patient. No patient complications were reported and the patient's status was good.